Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during harvesting of vein on a coronary artery bypass grafting, the surgeon was able to squeeze the handle but clips were scissoring at the end and causing tissue damage. Clips were also not closing completely in the middle leaving vessel lumen open. Replaced with another device until it worked correctly.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The first instrument was received partially applied with five remaining clips. The second instrument was received partially applied with seventeen remaining clips. Visual inspections of the instruments revealed no abnormalities. Functionally, the instruments were fired once in air and proper clip formations was confirmed. The remaining clips were then fired on test media with proper formations. The jaws and handles moved smoothly through their firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.